Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, :it is speculated that the ex substrate was corroded when the user connected to the video connector with no adequate drying of the electrical contact point of the video connector or with foreign bodies (e.g., chemical residue, water cerumen, sebum contamination, dust, gauze). It is speculated that this resulted in the instability of the electrical contact point of the connectors, which interfered with the image transmission and communication between the scope and the video controller, resulting in the failure to produce images and the occurrence of b30 errors (scope communication errors).

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the scope communication error b30 occurred. In the evaluation of olympus (B)(4) the following was confirmed, no image (color bars was displayed). The video connector socket terminal were defective and corroded. There was no report of patient injury associated with the event.